Manufacturer narrative:
The device was returned to zoll thailand for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The smart pneumatic module board and compressor were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a"self check failure -1003" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.